Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. The medical investigation concluded that this complaint is reported from the journey ii xr retrospective study. A reaction to the sutures was reported and treated with betadine and antibiotics and resolved. This was not a device related adverse event. The only material presented was the report forms. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient was treated with betadine and antibiotic due to a suture reaction. The event was resolved.